Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified broken shell with striated edge on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.